Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) should last for more than seven years. During the recent check, the device showed seven months remaining longevity. Analysis showed that a fault for bad memory alignment was noted. The device clock was several years off. There has been an unexpected decrease in battery voltage. The device appeared to be malfunctioning, and prompt replacement would be recommended. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) should last for more than seven years. During the recent check, the device showed seven months remaining longevity. Analysis showed that a fault for bad memory alignment was noted. The device clock was several years off. There has been an unexpected decrease in battery voltage. The device appeared to be malfunctioning, and prompt replacement would be recommended. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.